Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated and that a restart restored functionality as the navigation system functioned as designed following the restart. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the anomaly through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9733686, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the mouse of the navigation system became unresponsive during a post-operative image acquisition while in the spinal application software. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.